Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity. Surgical intervention was performed to explant and replace device. No adverse patient effects were reported.